Event description:
As reported during a coil embolization procedure, the coil was delivered to the target site and was attempted to be detached. After eight unsuccessful detachments were made, the coil was attempted to be removed. During removal, the coil detached unintentionally when the coil was retracted 1cm into the microcatheter. The coil was pushed into the target vessel with the pusher, and it was successfully implanted. The procedure was then continued using a competitor¿s coil. There was no patient injury or intervention. The patient¿s condition was reported as ¿no health damage¿.

Manufacturer narrative:
Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU review (additional information can be found in the IFU): <malfunctions, adverse events> [serious malfunctions] ·coil migration or misplacement ·premature or difficult coil detachment [serious complications] ·hematoma at the site of entry ·vessel perforation ·aneurysm rupture ·parent artery occlusion ·incomplete aneurysm filling ·emboli, hemorrhage, ischemia, vasospasm ·clot formation ·revascularization ·syndrome, and neurological deficits including stroke and possibly death. <important precautions> 6. If a coil must be retrieved using a retrieval device, such as a snare, do not withdraw the coil into the microcatheter. Instead, remove the coil, the microcatheter and the retrieval device in parallel. [Otherwise, the coil may become damaged.] Warning <instructions for use> 2. After coil detachment, do not advance the delivery pusher beyond the tip of the microcatheter. [The delivery pusher, if exposed, could puncture the aneurysm.] 5. Detachment of the hes coil (2) when the detachment controller is properly connected to the delivery pusher, a single audible tone will sound and the light will turn green to signal that it is ready to detach the coil. If the detachment button is not pushed within 30 seconds, the solid green light will turn to slow flashing green. Both solid and flashing green lights indicate that the device is ready to detach. If the green light does not appear, check to ensure that the detachment controller is properly connected with the delivery pusher. If the connection is correct and no green light appears, replace the detachment controller with a new one. (4) push the detachement button. Verify that an audible tone sounds and the light flashed green. (5) the completion of the detachment cycle is indicated by three audible tones and three yellow flashes. If the coil does not detach during the detachment cycle, leave the detachment controller attached to the delivery pusher and attemplt another detachment cycle when the light turns green. (6) the light will turn red after the detachemet cycle is repeated 20 times. If the light is red before another attempt to detach the coil, do not use the detachment controller, discard it and replace it with a new one. (7) verify detachement of the coil by first loosening the rhv, then pulling back slowly on the delivery pusher and the detachment controller and confirming that there is no coil movement under fluoroscopy. Note-if the coil does not detach after the third attempt at detachment, remove this product.